Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened, act button, dome switch. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.